Event description:
Customer reported a high blood glucose level, with the exact value unknown but displayed as "high"; although specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump to address the high blood glucose and declined further supplies/system check, with no additional assistance required.